Manufacturer narrative:
The product was not returned. Results from the product history record review indicated the product met release criteria. The product investigation could not identify a root cause. There have been no other complaints reported in the lot number. (B)(4).

Event description:
A nurse reported that an implanted intraocular lens (iol) was mal-positioned and the patient had myopia. The lens was exchanged three weeks after initial implantation. In a follow up, the nurse reported that the malpositioned iol caused double vision. The events resolved after the iol was exchanged. She indicated that the event was due to patient having a large eye and the implant was small.